Event description:
The customer reported a patient in ER for chest pain and hypertension was placed on a nitro drip (nitroglycerin in 5% dextrose injection 50 mg or 200 mcg/ml) at 4 ml/hr. The patient was transferred to the telemetry unit and both rns stated the rate was confirmed and volume in the bottle looked adequate. About 2-3 hours into the shift the device alarmed for air in the line, and the container was found to be empty. There was no patient harm reported and no medical intervention was required. Customer stated that no additional patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.